Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the battery was observed to be charging slower than expected when plugged into a power source. The customer's blood glucose (bg) level was 108 mg/dl. Reportedly, the pump battery charged completely after leaving the pump in the power source, and the customer continued to use the pump for insulin therapy.